Manufacturer narrative:
Medrad service representative checked the injector and no problems were found with the unit. Hospital determined this was caused by operator error. The customer declined additional applications training.

Event description:
Hospital reported a patient was injected with air. The patient was sent to another hospital and was placed in a decompression chamber.